Event description:
A site representative reported that the imaging system was working properly, but there was a burning smell coming from the system. There was no patient involved with this concern.

Manufacturer narrative:
There was no patient involved with this concern. The initial report occurred on (B)(4) 2013 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(4) 2014. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. A medtronic representative went to the site to test the equipment. The power factor controller (pfc) board and a fuse on the mobile viewing system board were replaced. The imaging system passed the system checkout. The power factor controller (pfc) board was returned to the manufacturer for evaluation. Visual inspection confirmed that the board was burnt and directly caused the reported event. The replacement board resolved the issue.